Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was confirmed but unable to be duplicated. The combination of transducer faults at power-up/auto-zero with successful calibration indicates that the auto-zero solenoids are slow to respond. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela printed circuit board assembly (pcba). Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, motor fault, and transducer fault alarms. The issue occurred during patient use; the customer reported the ventilator was substituted to another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit display motor fault and transducer fault alarm conditions. The customer performed troubleshooting, but the issue was not resolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.